Event description:
It was reported that the patient was admitted to the hospital two days following a pump refill. The patient experienced an overdose during a normal refill cycle with no symptoms described. The patient was admitted to the hospital with a condition of "serious." No information was provided as to what drug was contained in the pump. It was possible that the drug in the pump was morphine. A morphine synchromed overdose procedure was sent.

Manufacturer narrative:
(B)(4).